Event description:
The customer was hospitalized for high bgs. It was mentioned that the customer is currently being treated with manual injections. The pump was alarming and troubleshooting could not be performed. Also it was indicated that the buttons were not responding properly.